Event description:
Md was changing his surgical gown following a four hour surgery. When he removed his gown, blood was noted to his right forearm. The field was irrigated with an antibiotic irrigation and drapes changed.